Manufacturer narrative:
This report is submitted on november 23, 2022.

Event description:
Per the clinic, the patient experienced no sound with the device use and it was reported that open circuits were noted on several electrodes. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
The device was explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on december 14, 2022.